Manufacturer narrative:
Complaint (B)(4): received 7pcs 456087p/b240433t for evaluation. No customer pictures were provided. We have no remaining inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Customer samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations noted. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification all samples. The alleged malfunction is not confirmed.

Event description:
The customer advised many specimens tubes hemolyzed, with most collected from their emergency department. The customer advised the vacuum for the tubes was strong compared to a competitor product. The customer advised they incurred up to 20 recollected tubes per day. The customer advised they experienced no process changes except for the change in vendors from competitor products. The customer advised the centrifuges used: stat spin 5000 (rpm) for 3 minutes and thermo fisher 4100 (rpm) for 5 minutes.